Event description:
Customer reported that the display of the insulin pump was blank. Customer stated that the insulin pump did not show signs of physical damage and had not been exposed to moisture. After inserting a new battery, the display returned. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.